Manufacturer narrative:
The main component of the system and other applicable components are: product ID 97754, serial # (B)(4), implanted: (B)(6) 2014, product type recharger.

Event description:
The patient reported that their recharger is not charging their implantable neurostimulator (ins). The patient has back pain. The patient was told that they need to have a physician mode reset (pmr) done because they can¿t communicate with their recharger or programmer, and that their ins is dead. The patient was to follow up with their manufacturing representative. Additional information from the patient indicated that they met with their manufacturing representative and was told that their recharger battery is not working. The patient further stated that the recharger gets too hot when recharging and won¿t charge the ins. The patient noted that they see a picture on the recharger with lines on the top that show it is hot. They mentioned that they usually recharger against a leather chair, but tries to recharge with pillows for the first time the night prior to the report. They also noted that they tried charging without the pillow or leather chair, and still the ins will not recharge completely. The patient was transferred to repair. The patient was implanted for non-malignant pain.

Event description:
Additional information received from the patient stated that they were able charge their device at the office of their healthcare provider, and the problem has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.